Event description:
This c6 is a device that is being operated as a replacement unit. After it was returned from the hospital, an operational check was performed. At tsw, a check of the oxygen level was performed and found to be 61%, with ng at 52%. 90% was significantly lower at 74%. Service staff tried replacing the blower and the phenomenon disappeared. The phenomenon reproduced when the original blower was returned.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be misaligned blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.